Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to encoder out of phase. Analysis was unable to perform displacement test due to constant motor error alarm. The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 169 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.